Manufacturer narrative:
The implant body was returned and still under eval. The investigation did reveal that the surgeon had placed a big stitch through the capsule and through the stem to get some stability as there was not much to hold the prosthesis in the joint from the gun shot wound. It is believed at this time the suture may have slid up under the head and pulled it off the humeral body taper. When the analysis is completed, a supplement report will be filed.

Event description:
A pt underwent surgery on (B)(6) 2011, to repair the left shoulder of a pt after the pt suffered a gun shot wound to the area. An ascension titan shoulder system was placed in the pt. On (B)(6) 2011, the surgeon reported that the humeral implant head disassociated from the humeral implant body. A revision surgery was performed on (B)(6) 2011 to correct the disassociation by replacing the body implant with a new implant and using the same original humeral implant head and implant stem.